Event description:
It was reported that the pump battery was depleting too fast, with an estimated depletion rate of 72% per day. There was no adverse impact to the customer¿s blood glucose level. Upon follow-up, the battery depletion rate was confirmed to be 95% per day, and actions taken included confirming excessive battery depletion through logs and planning to provide a supplier report as the pump was out of warranty.